Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0013442078); product type: 0195-heart valves; implant date na; explant date na product ID l-evolutfx-2329 (lot: 0013439752); product type: 0195-heart valves; implant date na; explant date na product ID evolutfx-29 (unknown serial/lot); product type: 0195-heart valves; implant date (B)(6) 2026; explant date na. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a transcatheter aortic valve implantation, an evolut fx 29 mm valve was pre-dilated using a 22 mm non-medtronic balloon. The valve was initially implanted too low and was recaptured and repositioned higher, with position confirmed fluoroscopically in cuspal overlap view (cov) and left anterior oblique (lao) views. The valve was released, and following release the valve frame reportedly appeared very under expanded, and balloon post-dilation was performed using a 22 mm non-medtronic balloon. During balloon dilation, the valve dislodged to a supra-annular location. The dislodged valve was snared above the sinus, and a new evolut fx 29 mm valve was loaded and implanted, with position confirmed fluoroscopically in cov and lao views. The replacement valve was post-dilated with a 22 mm balloon, and hemodynamic assessment indicated no gradient was measured.